Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Customer blood glucose at the time of incident was 5.5 mmol/l. Troubleshoot was performed. Customer said power error reoccurred after troubleshooting the insulin pump. The insulin pump will be returning for analysis.